Manufacturer narrative:
The pump has been returned to animas and investigated on 20-aug-2018 with the following findings: a review of the pump history determined that the patient changed their basal program on 04-aug-2018.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 400 mg/dl with symptoms of dehydration, nausea, and vomiting. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the pump was not delivering accurately. A review of the pump history showed that the basal deliveries did not match the active basal rates. The pump was returned to animas and investigated. The investigation of the device determined that the pump¿s basal program was manually changed by the patient on the date of the event. This complaint is being reported due to the patient experiencing a hyperglycemic event as a result of use error of the device.